Event description:
The treatment started on (B)(6) 2013. The symptoms reported by the pt were cough, sore throat, dry lips, nausea, digestive problems, decreasing energy due to breathing issues, and chest pain. The pt indicated visiting a general physician, due to the reported symptoms. The treatment was discontinued (B)(6) 2013 and the pt is feeling and breathing better and the chest pain has decreased.

Manufacturer narrative:
Method: the aligners are not being evaluated as the product performed in accordance to specs. Results: the device was used in accordance with labeled indications. This event is being filed as an MDR, pt reported chest pain and invisalign system product was being used at that time. Conclusions: no conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms of chest pain, an MDR is being filed.